Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon second inflation the balloon ruptured at 10 atm for 5 seconds. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.